Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 160 mg/dl. Reportedly, the customer has insulin pens available as alternate insulin therapy.